Event description:
It was reported that the water filter for the reprocessing unit had not been changed at the appropriate intervals, and the scope washed by reprocessor was used on a patient. There was no report of patient or user harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, while the definitive root cause of the reported issue could not be determined, it is likely that the user did not peruse the instruction manual and had insufficient knowledge of the equipment. The event is detectable by handling the product in accordance with the following instructions for use. Oer-4 instruction operation manual ""7.2 replacing the water filter (maj-2318)"". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.